Event description:
It was reported that the patient was presented for a follow-up in clinic. Upon interrogation, it was noted that the left ventricular (lv) lead exhibited extra-cardiac stimulation. The lv lead was explanted and replaced. The patient was in stable condition.